Event description:
Asku

Event description:
A single chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately six months post the device system implant. A cause of death has been requested.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the proximal segment of the lead was returned and analyzed. No anomalies were found. The outer insulation had a cosmetic cut. There was apparent explant damage. Additional information: death certificate worksheet lists the cause of death as respiratory failure due to congestive heart failure and pneumonia.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the proximal segment of the lead was returned and analyzed. No anomalies were found. The outer insulation had a cosmetic cut. There was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the product is in process; the results will be forwarded when available. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found.